Manufacturer narrative:
Qc and calibration were acceptable. A review of the instrument data did not reveal any maintenance issues or sample quality alarms. One patient sample was sent for investigation and tested on the cobas e 801 and cobas pro instruments with two different reagent lots (lot 803342 and lot 824809). The customer results were reproduced as reactive results of 117 iu/l (lot 803342) and 102 iu/l (lot 824809) were generated. In addition, the sample was tested with an in-house neutralization test, where no anti-hbs neutralization was detected in the sample. Single false positive results can occur and are covered by the specificity claim of the assay. Based on the information and data provided and the investigation performed, there is no indication of a product problem. The product performs as intended.

Event description:
There was an allegation of a questionable positive result for 1 patient sample tested for elecsys anti-hbs ii assay on a cobas e 801 analytical unit. Elecsys anti-hbs: 168 u/l (positive): on (B)(6) 2025, a new sample was tested by the diasorin method (anti-hbs igg/igg clia test system): negative for igg and igm.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Sample material was requested for investigation. The investigation is ongoing.